Manufacturer narrative:
The lens was returned in a micro-centrifuge vial with moisture on the lens. There was residue on the lens surface. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -9.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B) (6) 2018 the lens was explanted due to glare/haloes. The problem was resolved with the lens explant. The cause of the event is listed as a patient-related factor.

Manufacturer narrative:
Correction: (B)(4).